Event description:
On (B)(6) 2011, a covidien sales representative was contacted by a (B)(6) reporting that, since (B)(6) 2011, incidents of over-delivery reportedly resulting in aspiration and hospitalization has occurred in twin siblings who receive nutrition via covidien joey feeding pumps and covidien epump enteral feeding sets. Detail concerning the medical history of the patients was not provided to covidien citing confidentiality guideline restrictions. Conversations with the (B)(6), the nurse practitioner responsible for discharge education, as well as a home visit by the covidien sale rep with the homecare nurse have resulted in obtaining further clarification of the events leading up to the notification of the events to covidien and feeding care practices employed at the patients' home care setting. (B)(4) (report number 1282497-2011-00007) has been initiated to document the events involving "twin one" and (B)(4) (report number 1282497-2011-00010), "twin two." Covidien has provided replacement pumps on two occasions since becoming aware of the events without resulting in cessation of the reported over-delivery. In a home visit with the homecare nurse by the covidien sales representative, it was observed that during cleaning, warm water is used and to bypass anti free flow valve, the patient's father is opening the valve with butter knife to allow water to clean tubing. The tubing was also massaged to ensure that the formula (neocate powder) would not occlude in the silastic tubing. As reportedly recommended by the hospital discharge planner, the feeding pump sets were removed from the pump every 4 hours to rotate with another set another feeding pump set and are used for up to 3 days (this practice is outside of labeling guidelines which indicate the device as single use and carries a statement recommending that the device be replaced 24 hours). The covidien sale representative conducted an in-service with the patient's father and homecare nurse on the proper technique on loading a feeding set to the pump. New or replacement covidien laminated hang height cards and proper rinsing instructions were also provided to the customer. Since the visit, feeding sets which are specific to the pump are being used thus reducing the opportunity for improper head height. The father also reports he is no longer reusing the feeding sets and replacing with new set as needed. Since the in-service, has been reported to covidien that the pump is not over delivering and is infusing correctly. The patient is home and is doing fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.